Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center (B)(6) hospital the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an unspecified surgery in which seprafilm was used. It was reported on an unknown date following the surgery, an abscess formation on the cervix was diagnosed. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.